Event description:
A health care provider (hcp) reported via a manufacturer representative that there was a programming issue. There were no problems with recharging and the patient was recharging every day for approximately 20 minutes. The ins was 100 percent charged when the patient visited the clinic. The ins was programmed with two groups. Group a was a new group for the patient¿s left hemisphere and was activated 18 percent of the time. Group a was programmed to the following: lead 1 c+, 0-, 1-, 2- at 3.2v, 90 usec, and 125 hz, lead 2 inactive, lead 3 c+, 8-, 9-, 10- at 3.2v, 90 usec, and 125 hz, and lead 4 inactive. Group b was an older group for the patient¿s right hemisphere of their brain and was used 82 percent of the time. Group b was programmed to the following: lead 1 inactive, lead 2 c+, 5-, 6- at 4.0v, 90 usec, and 125hz, lead 3 inactive and lead 4 c+, 13-, 14- at 4.0v, 90 usec, and 125 hz. Previously on (B)(6) 2016, electrode impedances were measured to be high on the right and left sides. Unipolar impedances ranged from 2152 to 2930 ohms and bipolar impedances ranged from 4020 to 5566 ohms on the right and left sides. On 2015-03-25, electrode impedances were measured to be high on the right and left sides. Unipolar impedances ranged from 2089 to 2762 ohms and bipolar impedances ranged from 4020 to 5282 ohms on the right and left sides. Therapy and electrode impedances for group a and b were measured on (B)(6) 2016. Some electrodes were found to be out of range on the left side. Unipolar impedances were measured to be high, between 2101 and 3068 ohms on the left side. Bipolar impedances ranged from 4112 to 5742 ohms on the left side. All electrode impedances on the right side were within normal range. Therapy impedances were measured to be within normal ranges. The patient had fallen during the summer and received a skin injury on their head at the right electrode. There was no infection present during or after the healing. There were no problems with the deep brain stimulation therapy or with any of the four leads. When the hcp met with the patient, group a was reactivated, but group b could not be programmed. The clinician programmer did not detect lead 4 and the amplitude of group b could not be adjusted. A range was able to be entered for group a and lead 2 of group b, but a range could not be entered for lead 4. The patient had problems with adjusting the range before, but they could not remember when. The patient was able to switch between group a and group b, but the range for group b could not be adjusted like group a. The patient wanted to adjust the range of group b to receive a better therapy outcome. No out of regulation (oor) or other error codes were displayed when the patient attempted to adjust stimulation with the patient programmer. The patient could see all four leads on the programmer, but they were only able to adjust leads 1-3 and not lead 4. The stimulation amplitude of lead 4 was fixed. Follow up with the hcp indicated the patient only had two leads activated. Only lead 1 and lead 2 were activated. Lead 1 and 2 were implanted in the bed nucleus of the stria terminalis. Lead 3 and 4 were implanted in the medial forebrain bundle. The patient¿s medical history includes obsessive compulsive disorder (ocd).

Event description:
Additional information received from a manufacturer representative reported they planned visit with the health care provider (hcp) to discuss the programming issue and reprogram the implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the high impedances was not determined. The health care provider (hcp) stated the resistance in the nucleus, medial forebrain bundle (mfb), is still unknown. No studies have been done on the specific target and no resistance figures were produced. The patient was receiving therapy and they were not feeling too much discomfort. The patient did not having any side effects. The concern at this time was on how to program the patient and find the best treatment together with medication. No additional troubleshooting had been done. The patient planned to visit the clinic at the end of (B)(6) 2017. The hcp wanted to use all four electrodes more actively in the programming to try and get a little better therapy. No more surgery or intervention was planned at this time. The high impedances had not been resolved. The patient was receiving some therapy, but due to the patient being very sick in the diagnosis of obsessive compulsive disorder (ocd), with therapy and medical treatment, it was hard to evaluate the effect of just the deep brain stimulation treatment.